Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bin drawer, drawer 6 in the auxiliary, had an error and failed to lock. The hardware test application (hta) was accessed, and the sensor was reading unlocked while in the locked position. A field service engineer (fse) tried adjusting it and wiping off the sticker, but it did not resolve the issue. The fse replaced the sensor, and it worked intermittently at first. The fse ensured the sensor was seated correctly and the connection was properly seated to the board, and it was then working every time. The fse found the rail extending past the rubber stop and the bumper was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed to close. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.